Manufacturer narrative:
On 1/21/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/13/2019, it was reported to mentor that the date of explantation and bilateral exchange with mentor breast implants of unknown type will be (B)(6) 2020. The facility information is: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/15/2020, during evaluation of the sample an area of of shell wear were observed on the anterior aspect. In addition a tear was observed within shell wear measuring approximately 8.6 cm. The evaluation determined that the rupture is consistent with the shell wear fold. Shell wear suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The second product received is a concomitant device, therefore no further analysis is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant products: a gel mentor memorygel breast implant 300cc , catalog number: 3544300, lot: 236583s, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a breast augmentation revision with a gel mentor memorygel breast implant 300cc and experienced rupture on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 5/14/2019, a manufacturing record evaluation (mre) was performed for the finished device number 236583s, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).